Event description:
It was reported that the patient's aveir leadless pacemaker (lp) exhibited high capture threshold, resulting in loss of capture. The lp was explanted and replaced. There were no patient consequences.